Event description:
The customer reported that on the power plug that plugs into the defibrillator, the nut that holds the connector together is stripped and needs to be replaced. There was no adverse patient impact reported.